Event description:
It was reported the system had a thermal sensor error message and would not x-ray. This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temp sensor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.